Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar device's sound abatement foam. The patient has alleged liver disease/toxicity, cancer and liver. No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The product investigation laboratory observed that the sd card cover appears to be from a different device. Pil observed a small scratch and gouge on the bottom enclosure. Dust-like contamination was observed on the top enclosure, right side panel, in the air inlet, behind the left side panel, on the blower cap, iso port, inside the blower motor, on the sound abatement foam and walls of the bottom enclosure. Pil observed a very small amount of potential sound abatement foam on the bottom of the blower housing. Pil confirmed the presence of degraded sound abatement foam. The error log showed 32 error logged. The issue of degraded sound abatement foam is addressed by CAPA 7211. Photos attached. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleges liver disease/toxicity, cancer and liver. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.